Event description:
This complaint is now reportable based on the analysis completed on 09/02/2008. It was reported that during a coronary drug eluting stenting treatment procedure the 2.75x16mm taxus liberte drug eluting stent (des) was unable to cross the 85% stenosed lesion, severely tortuous and calcified mid to distal left anterior descending artery (lad). The lesion was predilated. No patient complications were reported. However, returned product analysis revealed that the proximal edge of the stent was damaged.

Manufacturer narrative:
Following a device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident. A visual and microscopic examination found that the proximal edge of the stent was damaged. The struts on rows one to three from the proximal stent edge were raised distally. This type of damage is consistent with the delivery system encountering some form of restriction. The surface of the hypotube was scratched on one side from approximately 34cm to 64cm from the catheters strain relief. No kinks were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The most probable root cause of this complaint can be attributed to operational context.